Manufacturer narrative:
Unit received with constant compromised force sensor system alarms during displacement test due to high current draw on motor. Moisture damage on motor assembly and all electronic assemblies noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 350 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.